Event description:
Surgeon noticed the locking caps had become so loose they just popped off while he removed them. The surgeon was revising a pt that had interbody spacers and mtf implanted. The pt felt so well after the surgery they began backing out. The revision surgery was to replace the spacers and the loose locking caps were found during the procedure.